Event description:
It was reported that during the procedure, the pedal of the control unit stopped working. Troubleshooting was done but it remained not working. The procedure had been abandoned. The patient was aware of the incident and was fine throughout the procedure. The patient was also awake and not under anesthesia when the issue happened. The sales representative came by the next day to check the system and the footswitch was working fine. There were no problems reported with the footswitch then. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the pedal of the control unit stopped working. Troubleshooting was done but it remained not working. The patient was not under anesthesia when the issue happened and the surgery was completed as initially scheduled with a 5 minute delay. The patient was aware of the incident and was fine throughout the procedure. The sales representative came by the next day to check the system and the footswitch was working fine. There were no problems reported with the footswitch then. No patient complications have been reported as a result of this event.